Event description:
Metafix collared / trinity revision after approximately 9 months due to a leg length discrepancy of 8mm. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.

Manufacturer narrative:
Per -2871 final report the implant and explant dates provided on the initial and follow-up #1 were incorrect. This report has been amended with the correct implant and explant dates. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, pre-operative planning documents and an update on the patient following the revision was requested, however, not all information could be provided and thus this limited the scope of the investigation which could be conducted by corin. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. A full investigation has been conducted with the available information, however, the root cause could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4). Initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, pre-operative planning documents and an update on the patient following the revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared stem revision after approximately 2 months and 2 weeks due to a leg length discrepancy of 8mm.

Event description:
Metafix collared / trinity revision after approximately 2 years and 2 weeks due to a leg length discrepancy of 8mm. Please note: the trinity biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA, and this event occurred outside of the USA.

Manufacturer narrative:
Per -2871 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, pre-operative planning documents and an update on the patient following the revision was requested, however, not all information could be provided and thus this limited the scope of the investigation which could be conducted by corin. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. A full investigation has been conducted with the available information, however, the root cause could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed. Should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.